Manufacturer narrative:
Concomitant medical products: product ID 3889 lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported by caller that patient had a lead that "went bad" because patient had a fall so they replaced the lead and wanted to know the MRI conditions. MRI information was reviewed. Caller did not provide any other information about patient. No further complications were reported or anticipated.